Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. As received, the belt unable to complete an incoming functional testing. Upon investigation there were broken wires in the rear therapy electrode and the black gel fire wires causing the "add gel" messages. The root cause for damaged cable could not be positively identified. No adverse event resulted from the damaged belt.